Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacing and sensing portion of this right ventricular (rv) lead was capped due to out of range impedance measurements, the shocking portion of the lead remains active. A new lead was implanted to in the right ventricle to deliver the pacing and sensing portion that was capped in the previous lead. No additional adverse patient effects were reported.